Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient left eye due to poor far vision post cataract surgery. There were no sutures, vitrectomy or incision enlargement performed. Patient was doing fine when discharged. Visual acuity pre-op (pre-initial implant): 20/25-1 with correction. Visual acuity post-op (post-initial implant):20/60. Visual acuity post-op (post-replacement):20/40+2. No further information received.